Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: germany. It was reported that the patient had a previous operation. The patient has two ligature clips on the urachus near the abdomen. The patient has been complaining of pain. The patient is under-going a follow up surgery to determine if there are any side effects or allergic reaction to the material of the clips.

Manufacturer narrative:
Investigation: no product at hand. Conclusion and root cause: no product available and therefore an analysis is not possible. No CAPA is necessary.